Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the vitrectomy probe would not cut but could aspirate during a surgical procedure. The probe was exchanged to complete the procedure with no patient harm.

Manufacturer narrative:
The probe was received and a visual assessment of the returned sample showed that the vit probe tip was bent. There were no other visual nonconformities were found. There was no further functional test could be performed.visual evaluation found the sample to have nonconforming tip. However, how or when it became nonconforming could not be determined. Due to the physical nonconformity, the reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 23-gauge vitrectomy probe was not returned for evaluation. The 23-gauge vitrectomy probe was manufactured on august 31, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).